Event description:
It was reported that the pacemaker device exhibited myopotential noise on evoked response channel and no noise was noted on the right atrial (ra) channel. This right atrial (ra) lead thresholds were elevated, measuring at 2v. Furthermore, evoked response also showed positive signal during ap resulting in raat algorithm declaring loss of capture (loc). This ra lead trend showed stable threshold values and stable impedance measurements however intrinsic amplitude measurements showed variability. Ts recommended to consider performing in-clinic testing and programming options. This lead remains in service. No adverse patient effects were reported.